Event description:
Feeding started at 12 noon at the rate of 85 ccs an hour to run 20 hours to receive 1700 ccs. At the end of 20 hours 300 ccs left in the bag. Which is greater than plus or minus 10%.